Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the cephalic vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon rupture during the second inflation at 12 atm. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that 99% is the stenosed target lesion.

Manufacturer narrative:
Device analysis: a visual examination found a complete circumferential tear in the balloon material confirming the rupture. No issues were noted with the shaft, markerbands or tip of the device. No other issues were identified during the product analysis. The IFU states: if resistance is felt during withdrawal of the dilatation catheter, it is recommended to extract the entire system with the introducer/guide sheath. Risk review: a risk review was completed and confirmed that the event of balloon - material rupture was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on the complaint review and product analysis, the most probable cause of the event was related to patient condition and lesion characteristics. No device damage or issue was reported prior to the second inflation at the lesion site. The balloon rupture likely compromised balloon refolding, resulting in resistance during withdrawal through the guide/sheath. The circumferential tear most likely occurred due to excessive tensile force applied during device removal.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the cephalic vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon rupture during the second inflation at 12 atm. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.